Event description:
Surgeon implanted pt with viper hardware for scoliosis (t10-s1). Images show that peek setscrews loosened at the left side of the thoracic levels. Pt was revised and the surgeon replaced some of the screws and the setscrews. He reported that the pt was fusing.

Manufacturer narrative:
X-ray were reviewed. Implants removed were given to the pt. Nothing was returned for eval. No definitive conclusions can be made at this time. The construct used lateral connectors which are contra-indicated with peek rod per the surgical technique. Post-op loosening is listed as a possible adverse outcome in IFU supplied with the device.